Event description:
Procedure: wedge resection. Pt sex: unk. Reportedly, the devices were used to transect the wedge but the staples failed to form properly. Therefore, the tissue was not well anastomosed and some bleeding occurred. The surgeon repaired the tissue by suturing and finally applying a similar device to the tissue. After the procedure the sulu anvil was observed to be bent which is typically indicative of misapplication over thick tissue.